Event description:
It was reported that a patient underwent a procedure where a zenith fenestrated aaa endovascular graft proximal body, g32543, zenith fenestrated aaa endovascular graft distal bifurcated body, g32551, zenith flex with spiral-z technology aaa endovascular graft iliac leg, g55226, and zenith flex with spiral-z technology aaa endovascular graft iliac leg, g55243, were used. At completion of the procedure there appears to be numerous type 3 endoleaks in the zfen-p and the zsle limbs. The medical director performed a preliminary review of the imaging provided and confirmed the presence of a type iiia endoleak that appears to be small enough to settle spontaneously once the heparin is reversed or wear off.